Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that user was unable to open the tower door using the key because of network issues. A field service engineer confirmed that network issues were resolved already from the customer side and stations were working fine. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, user was unable to open the tower door using the key. The customer stated that there were no prolong delays to the patient workflow and no patient harm reported as user was able to remove medications from another station. There were no adverse events or injuries reported based on this event.